Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate high results on the subject meter compared to a laboratory device, performed within an unspecified time of each other. The comparisons provided were "130 v 114 mg/dl", "123 v 109 mg/dl" and "101 v 82 mg/dl". This complaint is being reported because the last comparison does not meet lifescan's accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.